Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that only half of the iol was delivered into the eye. The second half of the lens was trapped in the injector nozzle. The lens was explanted and exchanged for another iol in the original surgery session. The healthcare facility has confirmed that there is no harm/injury to the patient as a result of the event. Possible causes include but are not limited to: inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. The product was not available for return in this case, it is presumed to have been discarded by the healthcare facility. Without the ability to examine the device associated with the event it is not possible to establish the root cause of the lens failing to fully deliver.

Event description:
On 22nd april 2021, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that only half of the lens came out of the injector necessitating lens removal and exchange.